Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior branch. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter phone: (B)(6).